Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metal piece left at the fundus') in a female patient who had essure inserted for female sterilization. The patient's medical history included menorrhagia and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received. Reporter information added. Event medical device removal updated to event small metal piece left at the fundus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small metal piece left at the fundus') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included menorrhagia, pelvic pain female, cholelithiasis, paratubal cyst, chronic cervicitis, nabothian cyst and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: 1. A 4 rom metallic density within the right uterine fundus is nonspecific but compatible with a retained piece of an essure device. 2. Probable cholelithiasis without evidence of acute cholecystitis. Right upper quadrant ultrasound could be performed for further evaluation. Pathology test - on (B)(6) 2021: diagnoses: a. "Distal portion of right fallopian tube," excision: small piece of benign soft tissue with wolffian duct remnants. No fallopian tube epithelium or fimbria identified. B. Right broad ligament cyst, cystectomy: benign paratubal cyst. C. Uterus and cervix, robotic-assisted total laparoscopic hysterectomy: uterine cervix: acute and chronic cervicitis, nabothian cysts. Uterine corpus: proliferative endometrium, superficial adenomyosis, piece of foreign material (metal) grossly identified in right cornu. Organ or tissue (verified). Distal portion of right fallopian tube. Right broad ligament cyst. Uterus + cervix (please look @ right fundus 4 mm metal from essure). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: plaintiff fact sheet received. Reporter added. Essure indication updated. Event injury was updated to medical device removal - serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.